Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 0°, hd, autoclavable had the black eye piece fall off. The event occurred during preparation for use in a therapeutic cystoscopy procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: d9, h3, h4, h6, h11. Corrected fields: g2(health professional checkbox selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that excessive use and the impact of a major mechanical force led to the malfunction of the broken eye piece. Olympus will continue to monitor field performance for this device.